Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that the imported yellow tube was seriously hanging on the wall, which affected the test results. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: during the centrifugation, the customer found that the imported yellow tube was seriously hanging on the wall, which affected the test results, and the investigation was carried out to eliminate the process and the patient's own reasons.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes customer found that the imported yellow tube was seriously hanging on the wall, which affected the test results. This event occurred 5 times. The following information was provided by the initial reporter. The customer stated: during the centrifugation, the customer found that the imported yellow tube was seriously hanging on the wall, which affected the test results, and the investigation was carried out to eliminate the process and the patient's own reasons.

Manufacturer narrative:
H.6. Investigation summary: one customer photo was received for review and analysis. After review and analysis of the customer photo, red cell hang up can be seen in the 4th and 7th tube from the left. Additionally, 30 retain samples were subject to a visual inspection and no issues were identified. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell hang up based on the photo provided. Bd was unable to determine a root cause.